Manufacturer narrative:
The device will not be returned for evaluation and no lot number was provided. We are unable to draw a conclusion.

Event description:
The doctor applied integuseal to a pt who was having a bowel resection. The doctor states that, the integuseal flaked off into the incision site. She performed additional irrigation to the wound site to remove all the bits of integuseal from the incision site. She also used betadine after the incision was stapled to ensure extra protection from infection. The doctor has used this product at least six times with no incident. She claims that, she used duraprep and the prep was dry before applying the integuseal. No pt injury or medical intervention was cited, other than betadine use. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the reporter where the incident occurred. This product incident is documented in the kimberly-clark complaint database.